Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, the sheath was leaking blood back through the hemostasis valve. The sheath was exchanged, and the issue was resolved. The procedure was completed with no adverse patient consequences.